Event description:
It was reported that the pump was submerged under water and was no longer responsive. The customer experienced an elevated blood glucose (bg) level above 500 mg/dl resulting in a visit to the emergency room (ER) and subsequent hospitalization. A system check was performed, and no issues were observed with the cartridge, infusion set tubing, infusion set cannula, or insulin in use. Prior to the ER visit, the customer administered manual injections to address bg. While hospitalized, the customer was treated with intravenous fluids of saline and insulin. The customer was released from the hospital on (B)(6) 2024, with the issue resolved and no permanent damage sustained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.